Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her insulin pump alarmed failed battery test. She tried three separate batteries but the failed battery test alarm occurred each time. The patient's blood glucose at the time of incident was 264 mg/dl. During troubleshooting the customer confirmed that the battery cap contacts were undamaged. The battery compartment and spring were undamaged as well. However, the call disconnected before further troubleshooting could be completed. The insulin pump was not returned for analysis.